Manufacturer narrative:
The previous pump stops caused by short to shield were reported in MFR# 2916596-2018-02025. Approximate age of device - 2 years, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic with pump stops. Review of the log file showed that the patient's driveline was disconnected. It appeared the patient switched their controller resulting in a pump stop. When the driveline was connected again, the pump operated as intended. The file did not contain any pump stops that are related to a any equipment or patient related issue. The no ground patient cable appeared to be functioning as intended and preventing pump stops that the patient previously had because of a short to shield issue. The patient is clinically stable.

Manufacturer narrative:
Section d4, h4: additional information investigation conclusion: evaluation of the patient¿s submitted log file did not reveal any issues and the reported pump stoppages within the patient¿s history appeared to be associated with the initialization of the patient¿s backup system controller before support of the patient. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The beginning of the log file captured data associated with the initialization of the patient¿s backup controller. On (B)(6) 2019 at 1:00:25 pm the patient underwent a controller exchange and the patient¿s driveline was connected. Once the driveline was connected, the pump gained speed to the fixed speed of 9000 rpm and operated above the low speed limit of 8000 rpm for the duration of the log file. The power ranged from 4.0 w to 5.2 w, the flow ranged from 3.0 lpm to 5.0 lpm, and the pi ranged from 5.9 to 8.5. The log file consisted of pi events as well as power cable alarms and low battery advisory alarms which appeared to be associated with routine power exchanges. The data captured in the log file did not capture any issues related to the known short to shield (reported under MFR#2916596-2018-02025). There were no atypical alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support with no further issues reported. The alarms and troubleshooting section of the patient handbook contains information regarding system controller alarms and the proper actions associated with them. The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.